Manufacturer narrative:
Based on the information provided, a specific root cause could not be identified. Due the type of discrepancies, system reagent, signal generation issues, or maintenance issues were unlikely.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for an unknown number of patient samples for various assays. The qc was repeated after a problem with the results was suspected and the results were out of range low. The customer repeated samples on another roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Data was only provided for three patient samples. (B)(6). The erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service representative checked the sampling and fluidic systems and replaced the sipper probes and sample reagent probes. He cleaned and adjusted the procell dispense nozzle and cleaned the extra was system (ews) area and probes. He ran performance testing and qc that was acceptable. The customer had no further issues since the service visit.